Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out-of-range pacing impedance, as it measured over 2000 ohms. Further information was eventually received claiming this was caused by a potential conductor fracture. However, x-rays were done and were unremarkable. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out-of-range pacing impedance, as it measured over 2000 ohms. No additional adverse patient effects were reported.